Event description:
It was reported that this pacemaker was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the device was found to be operating in safety mode. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.